Event description:
It was reported that the pump software was delivering insulin without user input. There was no reported impact to the customer's blood glucose level. The reported issue could not be confirmed and the customer declined to provide further information.